Event description:
Caller alleged discrepant results with the meter compared to the lab. (B)(6) called in an e-mail he received from a pt's advocate nurse. Technical support called the pt. Pt then went home and tested his meter 1 hr later. Pt tested above 9 at (B)(6). Pt had previous result of 1.9 around (B)(6) 2012 with a different strip lot.

Manufacturer narrative:
Investigation pending.